Event description:
It was reported that a (B)(6) year old african american female patient underwent a primary breast augmentation with two 375cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms. The symptoms were lyme disease, heart palpitation, loss, rash on upper body, rheumatoid arthritis, back pain, autoimmune-like symptoms, twitches, sleep disorder, eye discoloration, nodules on the side of the fingers, body temperature issues, issues with menstrual cycles, skin lesions, skin discoloration, issues with taste, poor vision, anxiety, depression, weight loss, digestive system issues, dizziness, dental issues, urinary system issues, and memory loss, no device issue was reported. The patient stated that mammogram did not indicate any issues regarding her implants, and the patient had a consultation with a healthcare professional. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal without replacement on (B)(6) year old. The patient¿s symptoms were completely improved after the revision surgery. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On 2-feb-2022, the suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. "The lay community, the popular press, and medical literature have raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis, and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in the manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to the particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in the literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Based on these reports, product evaluation (pe) is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).